Event description:
Customer reported having collision problem on detector. Customer reportedly powered down system and rebooted the innova 2100. During the boot up process, prior to the innova console coming up, the positioner rapidly moved to l/c/pivot to 0 degree position. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.